Event description:
A surgeon reports that an intraocular lens was replaced due to a pt's visual disturbances following cataract surgery. The pt described the disturbances as seeing stars and bright lights in his vision. Treatment with pilocarpine and dark glasses was not successful.